Manufacturer narrative:
The qa (quality assurance) investigation results were received on 12-apr-2013. Eval summary: the lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from oct 1997 to jul 2010. The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Total knee replacement [knee arthroplasty]. Case description: spontaneous case was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) male pt, initials unk with osteoarthritis (kellgren and lawrence grade 4, with severe prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from oct 1997 to jul 2010. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with first injection of first course of intra-articular synvisc (hylan g-f-20) injection, dosage regimen not provided, in right knee. The lot number for synvisc was not provided. On an unspecified date, the pt received second synvisc injection. On (B)(6) 1999, the pt received third synvisc injection. On (B)(6) 1999, the pt developed synovitis in right knee for which the pt received treatment with xylocaine (lidocaine) and intra-articular celestone (betamethasone). On an unspecified date in (B)(6) 1999, arthrocentesis was performed and 70 cc of clear yellow fluid was aspirated from right knee. On (B)(6) 1999 (after 24 hrs), the pt recovered from the event of synovitis of right knee. On (B)(6) 2000, the pt underwent total knee replacement. The pt's outcome for the events of right knee effusion and total knee replacement was not provided. Concommitant medications were not provided. The intensity for the event of synovitis of right knee was mild, right knee effusion was assessed as severe and total knee replacement was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related and with the event of total right knee replacement was unrelated. The reporting physician did not provide the causal relationship between synvisc with the event of left knee effusion. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).